Event description:
Home patient's father reported leak in cassette of homechoice set, noted during prime of automated peritoneal dialysis treatment. Home pt discarded set and reports no injury or medical intervention. Home pt was not connected to set at time leak was noted.